Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the 3-way pinch valve. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following the 3-way pinch valve malfunction or if the part stops working; the resulting failure modes described could occur: aspiration or dispense failure leading to uneven or missing reagent distribution on all slides. Failure mode in all scenarios has the potential to cause either inconsistent staining, weak staining, or complete absence of staining on some slides.

Event description:
Based on complaint report or investigated failure mode, there was potential for a staining alteration. Customer complaint record reported the event as follows: the 3-way pinch valve was not working. No direct or indirect patient harm or user harm have been reported.